Event description:
During manufacturer review of an article "association of cerebral metabolic activity changes with vagus nerve stimulation antidepressant response in treatment-resistant depression" by charles r conway, john t chibnall, marie anne gebara, et al. It was reported that the patient had developed an implant site infection and required to have the device explanted. Good faith attempts for additional information had been unsuccessful to date.

Manufacturer narrative:
Article citation: "association of cerebral metabolic activity changes with vagus nerve stimulation antidepressant response in treatment-resistant depression" by charles r conway, john t chibnall, marie anne gebara, et al.

Manufacturer narrative:
Corrected data: initial MDR listed ni for date; however, date has been updated to date article was published. (B)(4).